Event description:
It was reported via a call from the intensive care unit rn to the clinical support specialist (css) on (B)(6) 2015 at 1705 est that the rn called to troubleshoot a high pressure alarm that occurred only once on the intra-aortic balloon pump (autocat2wave, serial number (B)(4)). There have been no other alarms. The iab-05830-lws was inserted through the sheath via right femoral artery four days ago and there have been no issues until now. The patient is stable and there has been no patient movement. The pump has been achieving the goals of therapy and they will likely start weaning the patient soon. The rn reported no kinks, placement verified by cx r (chest x-ray) as appropriate. During discussion with the rn it was reported "flecks" of blood "high up" in the tubing. The css explained that any blood in the tubing is an indication of an abrasion or rupture to the iab. The css and rn discussed that clotting inside the iab maybe causing the high pressure alarm as well as preventing any gas loss and therefore no gas lsos alarms have been noted. The rn reported the alarm occurred 10 minutes ago. The css explained that the rn should stop the pump, disconnect the tubing from the pump so that no blood enters the pump and call the doctor. The css and rn discussed that the iab should be removed within a 30 minute time frame. The css and rn also discussed potential iab entrapment issues if there is clotting blood within the iab. The iab was removed "quickly" with a small amount of resistance successfully at the bedside. There were no noted complications with the patient. The doctor decided not to insert another iab at this time. Updated information received on (B)(6) 2015 at 1430 est from the rn stated the patient is still in the ICU. There has been no noted complications post iab removal. There was no report of patient death, injury or medical/surgical intervention required. The x-ray is not available for review.

Manufacturer narrative:
(B)(4).